Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: product testing could not be performed since no product was returned for evaluation. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that initially a 20.0 diopter lens was incorrectly prepared by the surgeon and had to be scrapped before implantation. A replacement lens was then mistakenly picked (22.0 diopter) and brought to surgery to be used in the procedure. The lens detail was not checked by the surgical personnel. The lens was implanted and the surgeon realized after the case that it was the incorrect power. The patient was brought back to surgery where the lens was successfully explanted and the correct power then implanted. It was also noted that the haptics were stuck to each other. There was no patient injury. No additional information was provided to abbott medical optics.